Event description:
The customer reported, that a patient's sample containing anti-k antibody reacted negative on the ortho provue analyzer. The gel cards processed by the analyzer were visually confirmed to be weakly positive. The customer repeated the sample in manual gel test and obtained a positive (1+) reactivity. False negative results can lead to transfusion of incompatible blood. The reactions interpreted by the instrument did not match manual gel results, preventing erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and performed all reader camera alignments to verify instrument operation, cleaned the reagent barcode, checked the reagent camera reader and centrifugation, returning the instrument to its expected operation. No definitive root cause was determined. The customer ran and verified quality control.